Manufacturer narrative:
International affiliate was advised to review proper procedures with the home patient.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a drain cycle of her automated peritoneal dialysis therapy. Per initial report, the home patient disconnected her transfer set from the patient line of the homechoice set without pausing therapy. The patient then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.